Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated coronary artery bypass graft procedure the right atrial (ra) and right ventricular (rv) leads were accidentally cut. The leads were capped and the system replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.